Event description:
It was reported the patient is deceased and died approximately four months post implant. It was further reported a lead integrity alert was triggered for non-sustained tachycardia and oversensing. A message was left at the patient¿s home and a return call was received from the patient¿s daughter indicating the patient is deceased. According to the daughter, the paramedics attempted to cardiovert the patient three times with no success. The device nurse reported no suspicion of device function related to patient death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: d314vrm implantable cardioverter defibrillator (ICD), implanted:(B)(6) 2012.